Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator.

Event description:
Information received from a health care provider (hcp) via a manufacturer representative reported that a wet tap was noted while placing the lead on the right side during an implant procedure. No patch was performed. They worked on the left side and placed two leads from the left. After placing both leads and while the hcp was creating strain relief in one of leads it migrated and they had to cut the anchor, reposition the lead, and then re-anchor the lead. The rest of the implant went fine. The patient did not have any headache or symptoms of a wet tap and the patient was discharged that day without any ill effect and the patient was getting stimulation in the target area. The patient left the hospital without any problems.